Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. Boston scientific technical services (ts) indicated that right atrial (ra) and right ventricular (rv) electrograms (egms) were right on top of each other. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with bradycardia and syncopal episodes. A dislodgement was confirmed on the right ventricular (rv) lead. The patient was reported to be transferred in a helicopter to a different healthcare facility to be evaluated by the following physician. Further information was received that this system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Electrical continuity testing passed, indicating conductors are intact. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with bradycardia and syncopal episodes. A dislodgement was confirmed on the right ventricular (rv) lead. The patient was reported to be transferred in a helicopter to a different healthcare facility to be evaluated by the following physician. No additional adverse patient effects were reported. At this time, this lead remains in service.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented to the emergency room with bradycardia and syncopal episodes. A dislodgement was confirmed on the right ventricular (rv) lead. The patient was reported to be transferred in a helicopter to a different healthcare facility to be evaluated by the following physician. Further information was received that this system was explanted due to twiddlers syndrome. No additional adverse patient effects were reported. It is expected to receive this lead for analysis.